Manufacturer narrative:
The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the reported charging issue. The evaluation found that the device plug was pulled from the power supply and this damage caused a short in the main printed circuit board (pcb). Based on the evaluation results and investigations of similar complaints, the investigation determined that the device failure was due to damage of the device power supply unit and main pcb. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident resmed reference #: (B)(4).